Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving an alert for high pacing lead impedance. Fluoroscopy revealed an insulation anomaly and suspected fracture of the lead proximal to the patients clavicle. The lead was capped and replaced. The patient condition is good.